Event description:
A report received from the USA stating that the device was overheating during surgery. No injuries were reported to have occurred but it is unk if medical intervention was necessary. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).